Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device cable/cord/wiring was damaged, the motor and control was defective from liquid damage, the clutch and hose were damaged, and the label was unreadable on the housing. It was also noted that the device failed pre-repair diagnostic tests for cutter lock assessment, handpiece temperature assessment, hand control assessment, and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.